Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultraeasy meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 7x daily. The patient manages her diabetes with lantus insulin and novorapid insulin. The alleged issue began midday sometime in (B)(6) 2014. The patient reported obtaining a blood glucose result of ¿4.1 mmol/l¿ with the subject meter. It is not known if the patient made changes to her usual management routine. About 10 minutes later, the patient claimed she felt symptoms of dizzy, light headed and was ¿unaware of the surroundings.¿ due to her strange behavior, emergency medical services (ems) was reportedly contacted. The patient obtained a blood glucose result of ¿1.8 mmol/l¿ with the ems meter. The patient was administered intravenous (IV) glucose and was transported to the hospital. At the hospital, the patient was also treated with glucose gel. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement product was sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with an ems meter suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.